Manufacturer narrative:
A philips authorized service provider (asp) went onsite the evaluate the device and it was confirmed the customer had been using the wrong technology with the equipment. The customer used the nelccor spo2 sensor which was not compatible with the monitor. Once the customer switched over to the fast spo2 technology, the device returned to working specification. No further investigation or action is warranted at this time. After further investigation, this has been deemed not reportable. The gfe determined that the resolution was a user error not an equipment malfunction. If objective evidence is provided that demonstrates no malfunction occurred, then under such a case the device is operating as designed and as configured.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number: (B)(6).

Event description:
It was reported the efficia cm150 device failed to generate multiple alarms. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips authorized service provider (asp) went onsite the evaluate the device and it was confirmed the customer had been using the wrong technology with the equipment. The customer was using the nelccor spo2 transducer when they should have been using the philips fast spo2 technology. Once the transducer was replaced with the fast spo2 transducer, the device returned to working specification. No further investigation or action is warranted at this time. After further investigation, this has been deemed not reportable. The gfe determined that the resolution was a user error not an equipment malfunction. If objective evidence is provided that demonstrates no malfunction occurred, then under such a case the device is operating as designed and as configured.